Event description:
Medtronic received a report that during the axium coil embolization procedure for a 4mm a-com aneurysm, the coil was inserted through the non-medtronic microcatheter (sl-10) and detached without any problems and implanted in the aneurysm. However, when an attempt was made to retract and remove the delivery wire, interference with the non-medtronic microcatheter (sl-20) prevented the retrieval of only the delivery wire. As a result, the non-medtronic microcatheter (sl-10) was inadvertently removed along with the delivery wire. Once the non-medtronic microcatheter (sl-10) was removed externally, the delivery wire was able to be extracted without issue. The facility's opinion is that there was a defect with the delivery wire of the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the axium prime device was returned for analysis within a shipping box, and within three various plastic pouches. The introducer sheath and sl-10 micro catheter used during the event were not returned for analysis. Visual inspection/damage location details: the actuator interface was found fully retracted out of the coupler tube. Severe kinking was found throughout the pusher length. The pusher was found broken at ~84.0cm from the proximal end. A second break was found at ~62.0cm from the first break. The coin was found retracted out of the lumen stop. The shield coil was found broken and the implant coil was already detached and not returned for analysis. Testing/analysis: the returned pusher could not be used for resistance testing due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion characteristics included an a-com aneurysm (4mm). Vessel tortuosity was moderate. The cause of the interference with the sl-20 preventing the retrieval of the pusher was not determined. There was no unusual resistance or friction noted during the wire retrieval attempt. It is unclear what the "test/inspection before use" action was with the delivery wire. It was noted that the device was written as sl-20, but that was an error; it was sl-10. It was at the neck of the aneurysm at the time of the interference. A continuous saline flush was administered and maintained as indicated in the IFU.